Event description:
Affiliate reported that a pt, had 2 valves, one implanted in 1994, and the other in 2000, as a result of enlarged ventricles on both sides of the brain. Both valves have been explanted and replaced due to valve damage caused by the pt. The surgeon commented that he does not consider the product as defective. See mw 1226348-2009-00318 for report for one of the two valves.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.